Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6 component code: g07002 ¿ device not returned. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Citation: bmj case rep. 2024 jul 18;17(7):e261122. Https://doi.org/10.1136/bcr-2024-261122 pmid: 39025798.

Event description:
Title; pericardial tamponade after laparoscopic repair of a giant diaphragmatic hernia. This article presents the case of a man in his 40s who was admitted for an elective repair of a large anterior diaphragmatic hernia of morgagni by laparoscopic abdominal approach using ethicon securestrap, absorbable 6.7mm strap fixation device to secure the mesh in four quadrants along the periphery. Reported complications are n=1 (male, greater than or equal to 40 years old) ethicon securestrap. Central chest discomfort treatment: not reported. Pericardial effusion treatment: pericardiocentesis. Bilateral pleural effusion treatment: not reported. Cardiac tamponade treatment: pericardiocentesis. In conclusion, the paucity of prospective registry data on the true incidence of cardiac tamponade following diaphragmatic hernia repair highlights the weak evidence base for recommendations on optimal surgical techniques. Sparing use of tacs away from the cardiac region should form the basis of safe surgical practice in the laparoscopic repair of diaphragmatic hernias.